Event description:
A ventricular assist device (vad) patient noticed "oil" spots on their clothing. The left vad showed oil around the system in small quantities. Manufacturing representative visited the site the same evening to evaluate the device. A small quantity of oil around the metal cap ring was noted. No cracks were found and the diaphragm appeared functional. It was recommended to monitor the amount of oil leaking and to schedule a pump exchange.

Manufacturer narrative:
No further information is available at this time.